Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/10/2019. The manufacturer¿s international service technician noted that the reported issue was not duplicated. However, barometer sensor range error was recorded in the error log. There is a possibility that the inside of the device temporarily had a negative pressure due to build up on the cooling fan filter which affected the barometer sensor. During the evaluation of the unit it was found that the green color light emitting diode (led) lamp flickered, and sometimes did not turn on. To correct the phenomenon, the power switch overlay was recommended to be replaced. The manufacturer¿s international service technician recommended the replacement of the data acquisition (da) board and the power switch overly to address the reported problems. However, at the customer's request, the repair and the maintenance were cancelled. The device was returned to the customer.

Event description:
The customer reported that the "check vent: barometer sensor range error" alarm sounded. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.